Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: was there any medical or surgical intervention provided to the patient during their observation time at the hospital? No. Was there any diagnostic testing done? Unknown. That is all the information I have regarding this event. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that in a left colectomy on april sixth, case proceeded uneventfully. No challenges intraoperatively. Postoperatively, the patient developed bloody bowel, significant hematocrit drop, intra-abdominal and intraluminal bleeding. The patient was readmitted for observation. No other intervention, no transfusion and the patient is home now. The tlc55 was used to transect the bowel and complete the anastomosis. Tx60b was also used to close the colostomy. No other information is available.